Manufacturer narrative:
Section h4: correction. Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported elevated ldh and mental status change could not conclusively be established through this evaluation. Additionally, although power and flow elevations were confirmed via the submitted log files, a specific cause for these events could not conclusively be determined. The account reported that the patient was having power and flow elevations which were continuing to increase. The patient had his pump exchanged on (B)(6)2019 for pump thrombosis (refer to per-2019-0199283; cs-129932). After the exchange, the patient¿s ldh remained elevated and he was on blood thinners. The patient was reportedly weaned off of those medications and was placed on different blood thinners with an inr goal of 2.5-3.5. The patient¿s ldh has reportedly remained stable for him. The patient was reportedly admitted for mental status changes. The submitted log files contained data from (B)(6)2019 through (B)(6)2019. The log files appeared to capture pump power and calculated flow increasing slightly over time. Additionally, the log files captured a period of elevated power/flow from (B)(6)2018 to (B)(6)2019, up to 9.3 watts and 12.0 lpm as well as transient increases in power and flow later on (B)(6)2019, up to 8.1 watts and 10.0 lpm. Additionally, the log file captured no external power alarms on (B)(6)2019 and (B)(6)2019 while the system was supported by the mpu (addressed under pi-2019-0263293-02). The system controller¿s internal 11v backup battery was in use during these events and there was no interruption in pump support. No other atypical alarms or events were captured. The actual speed remained above the low speed limit for the duration of the log file and the pump appeared to be functioning as intended. The patient ultimately expired due to complications with pulmonary artery catheter placement (reported in MFR # 2916596-2020-00966). The heartmate ii lvas IFU lists hemolysis and neurologic dysfunction as adverse events that may be associated with the use of the heartmate ii left ventricular assist system and outlines the recommended anticoagulation therapy and inr range. The heartmate ii lvas IFU also explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The event about pump exchange was reported under MFR#: 2916596201904594. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that after the patient's pump exchange, the lactate dehydrogenase level (ldh) remained elevated. The patient was treated with integrilin and bivalirudin. Eventually the patient was treated with brilinta and coumadin with inr goal 2.5-3.5. The account reported that the patient has been within range and complaint with brilinta. The patient's ldh remained stable and trending downward, from 315 to 284 u/l. During the last visit, the patient's pi dropped and was treated with fluid bolus and am diuretic. The manufacturer technical services reviewed the log file and observed a slight upward trend on pump power with a downtrend in pi, and no other unusual event was captured on the log file. No further information was reported.